Event description:
It was reported that the surgeon completed a veptr lengthening on the patient first, and then wanted to remove the half-ring that is attached to a veptr ii distal rod inside the patient. The screw head was stripped out and he could not remove it with a screwdriver. The surgeon used a burr to drill out the screw, but it would not come out. The surgeon was able to rotate the half-ring on the rod so that the screw/clamp interface would not be prominent to the patient¿s skin. A 2.5mm hex screw was used with the half-ring. The surgery site was closed and surgery completed. There was a thirty minute delay. This report is for an unknown 2.5mm hex screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). This report is for an unknown 2.5mm hex screw/unknown lot. Implant date: unknown. Device is still in patient; device has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.